Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2016. According to the complainant, after dilation, the balloon could not be deflated and was unable to be withdrawn through the endoscope. The balloon and the endoscope were removed together from the patient and the catheter was cut with a wire cutter in order to remove the device from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the distal tip of the balloon had been cut from the body of the balloon. Functional analysis could not be performed due to the distal tip being cut. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2016. According to the complainant, after dilation, the balloon could not be deflated and was unable to be withdrawn through the endoscope. The balloon and the endoscope were removed together from the patient and the catheter was cut with a wire cutter in order to remove the device from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.